Manufacturer narrative:
B3: estimated based on publication date of journal article being march 2020. Literature citation: chaus a., passen, e., (march 24, 2020). Cardiac computed tomography characterization of watchman leak: to plug or not to plug. Jacc, vol. 75 (issue11), page 2459.

Event description:
It was reported via journal article that implant did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted at the laa. At a follow-up appointment, echocardiogram was performed which revealed a 5.5mm peri-device gap with bi-directional doppler flow. Cardiac computed tomography revealed a crescent shaped peri-device leak measuring a width of 7mm, length of 22mm, and area of 115mm2. Cine 2d/3d images showed variation of the leak size with the cardiac cycle, contrast flow into the laa and a persistent filling defect of the laa consistent with thrombus. Chronic anticoagulation therapy versus off-label plugging was considered for treatment.